Manufacturer narrative:
Event date: date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that they did not believe the device was working at this time. The patient was advised their manufacturer representative (rep) would be contacted on their behalf. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported their reason for calling was that their device was just not working and they were disappointed and upset with it. They explained they were calling to get assistance with the device so it would give them symptom control. They stated they had 2 cups of coffee and went to the store and had to come home to change their clothes. They mentioned that during the trial they were set to 3.0 and they weren't having nearly as much trouble with symptom control. The patient added that when their ins was put in, they felt stimulation in the left side of their vagina, they thought their healthcare provider turned down the amplitude at some point. They reported that they were not satisfied with the ins. They stated they really needed the device to work because they weregoing to a country church on (B)(6) 2019 and there were no bathrooms there. Troubleshooting was attempted to adjust therapy. First, they saw 'device not found', then after repositioning they saw 'select communicator'. They confirmed the handset paired with the communicator and they saw the 'searching for device' screen. It was noted they repeatedly go the 'device not responding, reposition communicator' screen. They thought the communicator was over the ins. They restarted the handset and they were getting the 'communicator not found' and 'device not responding' screens. They stated they were going to let the handset charge more and have someone help them hold the communicator over the ins. It was explained how to adjust settings. The patient noted they may call the following dayif they were still unable to adjust. Additional information was received. The caller called back after charging the controller up to request assistance connecting to their ins. They reported they were not getting therapeutic benefit since implanted and they were going to the bathroom all over the place. They were able to connect with the controller and increase stimulation on the call. They were on program 2 and reported feeling stimulation comfortably. It was suggested they contact their clinician if symptoms didn't improve after making adjustment. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID a520 lot# unknown. Product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: patient states that after calling in they discovered the device was charged up. Patient thought the charge would last 6 months and is now charging every few days and everything is working. Patient states the rep was kind and helpful. No further complications were reported or anticipated.